Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up: it was reported that the needle detached from the hub during medication administration. Because no physical sample was returned, a comprehensive evaluation could not be performed. To support the investigation, three photographs were submitted for quality review: one depicting the packaging blister top web, a second showing a syringe with a needle hub assembled to it, with the needle missing, and a third showing a needle assembly hub. The photographs did not yield additional information. A device history record review was completed for material number 305270, lot 4326265. The review confirmed that all visual inspections were performed per requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted in accordance with the inspection control plan and approved for shipment. Additional device history records were reviewed for each batch of needles used in manufacturing this final batch, and there was no documentation of this type of defect during the entire production run. To date, no other similar events have been reported for this lot. Based on the investigation and the review of the photographic evidence, the customer reported symptom is confirmed. In the absence of the physical sample, a probable root cause could not be determined.

Event description:
It was reported that bd syringe integra 3ml w/ndl 25x1 rb needle pulled out of hub. Verbatim: rcc received a complaint via email. Email(s) attached. I¿m writing to file a product complaint regarding a bd syringe/needle set that failed during an intramuscular (im) injection. Product details (from packaging): product: bd integra¿ syringe with bd precisionglide¿ needle. Size: 3 ml, 25g x 1¿ (0.5 mm x 25 mm). Ref/catalog #: 305270. Lot #: 4326265. Expiration: 2029-10-31 gtin: 00382903052707. Date and setting: (B)(6) 2025 injection was administered at home. I have a prescription for the medication, and my np friend administered the im injection that day. Medication administered: cyanocobalamin (vitamin b12) background (experience with use): I have been administering prescribed b12 injections at home for over a year (approaching two years) and have used im injections many times without incident. This event was unusual compared to my typical injections and routine. What happened: during the injection, the needle detached from the hub while medication was being administered. This raised concern that the needle could have remained in tissue at the injection site. Medical follow-up and impact: after the incident, I sought medical evaluation and underwent extensive imaging as well as an image-guided surgical attempt to locate/extract the needle; it could not be definitively located or removed. I missed several days of work and have incurred significant hospital and physician bills related to the imaging and surgery. I also continue to experience intermittent pain and discomfort in the injection area (right buttock/gluteal region).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub.one sample and three photos of a 3 ml integra syringe (part number 305270), batch 4326265, were received and evaluated. No defects were observed in the returned sample, and the needle and spring were confirmed to be properly positioned within the inner plunger rod per design. The submitted photos included the top web slip with applicable product information, a loose syringe with the cannula not visible, and a close up of the needle hub with the cannula not visible. This condition is acceptable per product specifications, as the syringe features a retractable needle design in which the metal cannula retracts into the inner plunger rod after use for safety purposes.a device history record review was completed for material number 305270, lot 4326265. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications.we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. The information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.